Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was noted to be kinked. The main coil was seen to be detached. The main coil was seen to be kinked. The coil introducer sheath was not returned. Functional inspection was not performed due to the main coil prematurely detached/separated during use. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. Continued flush was maintained throughout the procedure. The patient¿s anatomy was severely tortuous. Additional information provided by the customer, when the coil was removed it was found to be prematurely detached. During analysis, the coil delivery wire was noted to be kinked and the main coil was detached and kinked. An assignable cause of procedural factors will be assigned to the reported defects ¿main coil prematurely detached/separated during use¿ and ¿coil in catheter friction¿ these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the reported defect ¿device or device component could not be removed from package¿ as the device was returned out of package and used. An assignable cause of 'handling damage' will be assigned to the analysed defect ¿coil delivery wire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation and during use. An assignable cause of procedural factors will be assigned to the analysed defect ¿main coil prematurely detached/separated during use¿ and ¿main coil kinked/bent¿ these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the coil embolization procedure of a renal artery pseudoaneurysm bleeding, the subject coil was advanced into the microcatheter. However, the subject coil got stuck and the operator removed it. After the withdrawal it was found that the coil prematurely detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.